Manufacturer narrative:
This report is submitted on may 31, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement and subsequently, underwent revision surgery for unspecific medical reasons.